Manufacturer narrative:
Medtronic received additional information that the 35mm band was fully sutured, tested and explanted due to recurrent mitral regurgitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 35mm mitral annuloplasty band, the band was implanted and then replaced with a 29mm band. The reason for replacement was not reported. No additional adverse patient effects were reported.